Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reports being able to feel the device pacing when laying on the stomach or side. Follow up information was obtained and indicated that at the device change-out in (B)(6) all the atrial lead readings were fine but now a micro fracture in the atrial lead is suspected. A chest x-ray could not confirm the fracture so the lead remains in use and will be monitored closely for now. No patient complications have been reported as a result of this event.